Manufacturer narrative:
Additional information can be found in the following sections. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported failure. The instrument was found to have a broken yaw pulley where the cable crimp of the grip cable was normally secured. Intuitive motion was not being experienced upon manual input of the disk knobs because of the physical damage. The yaw pulley was missing pieces approximately 0.13 x 0.08 and 0.10 x 0.08. Customer did not return missing pieces. The known common cause of this failure is mishandling/misuse. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a dysfunction of the fenestrated bipolar forceps which lead to a deposit of plastic on the colon. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts and obtained the following additional information: it was confirmed that the plastic piece came from the fenestrated bipolar forceps distal end that broke at the beginning of the procedure and was associated to a cable breakage. The fragment was recovered from the abdomen of the patient at the end of the procedure. It was confirmed that the patient was doing well and there were no complications. Furthermore, the patient has not returned due to post-operative complications as of date of this report.